Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported at check in true to sensitivity, loose, chipped and jaw discomfort. They have stopped using the aligners when they had a tooth chipped and persistent tmj. When they went to get work done their dentist told them that due to the complex nature of their overbite, they should not be using off brand aligners and that they were damaging the integrity of my teeth. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.